Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Vessel morphology was not reported. An endurant stent graft was implanted without issue. The patient presented with leg claudication. It was reported a recent CT showed that there is an occlusion where the limbs crossed, at the bifurcation, compromising blood flow. The patient was treated with angiojet and ballooning. It was reported that nine days later the patient returned and was treated with two aneurx iliac limbs and kissing balloons and the occlusion was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial/vessel occlusion. Results and conclusion: crossed iliac limbs.